Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood sugar. It was also stated that the customer noticed the insulin pump was beeping and found that the reservoir was empty. The programming and settings in the device were reviewed. No additional information was provided at the time of call.